Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that over the last 10-12 months the patient's device is taking 2 hours to charge to full. Before, the charging took about an hour. The patient's charge is also not lasting as long as before. They used to charge weekly and now charge 2-3 times a week with no change in programming. No troubleshooting was performed and the cause of the issue as unknown. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. No symptoms were reported.